Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the remote alarm to alert the user upon ventilator alarm activation. No patient harm reported.

Event description:
The customer reported a failure of the remote alarm to alert the user upon ventilator alarm activation. No patient harm reported. Patient information requested however not provided by the customer.

Manufacturer narrative:
Root cause: bad (B)(6) 2016. Broken solder connections at cn2 pins 1, 2 and 3 caused the remote alarm port not functioning. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.